Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that before an intraocular lens (iol) implant procedure, haptic deformed/asymmetric. There was no patient contact. Additional information was requested.

Manufacturer narrative:
Correction information was provided in e.1. Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the procedure was completed with backup lens.